Event description:
It was reported after use the bd vacutainer® push button blood collection set, had a retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: needle not retracted after activating safety mechanism."

Manufacturer narrative:
Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for retraction issue with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® push button blood collection set, had a retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: needle not retracted after activating safety mechanism."